Manufacturer narrative:
(B)(4).

Event description:
The pump was stopped on (B)(6) 2010 due to "medical issues." A critical pump alarm was occurring. The pump was interrogated on (B)(6) 2010; the tube set message was present in the event logs. It was later reported the pt experienced l2 radiculopathy, stage iii arachnoiditis and a catheter tip granuloma at the l2 level. The (B)(4) catheter was adhered to the l3 "nr" and was explanted on (B)(6) 2011. The pump was restarted at a basal rate on (B)(6) 2011 following the catheter revision. It was unclear if the revision occurred 6 months after the pump was shut off. The pump contained hydromorphone 10 mg/ml at 3.319 mg/day. The pt experienced cord edema which was resolved. As of (B)(6) 2011, the pt outcome was reported as no injury.